Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported may have been due to disassembly. However, the reported disassembly could not be confirmed. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced disassociation of polyethylene. The patient rolled over in bed and felt a pop; then sharp pain in shoulder. As a result, approximately 4 years after initial replacement, the patient underwent a left shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-01-15 - eq humeral stem primary, press fit 15mm: (B)(6). 320-42-03 - equinoxe rev 42mm humeral liner +2.5: (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6). 320-15-03 - rs glenoid plate l post aug, 8 deg, left: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.